Event description:
It was reported that on: (B)(6) 2007: patient presented with pre operative diagnosis of status post l4-5 diskectomy, degenerative lumbar disk disease and herniated nucleus pulposus with discogenic pain syndrome at l3-4 and l4-5 and underwent bilateral laminectomy, facetectomy, and foraminotomy for decompression at l3-4 and l4-5 with redo on the left at l4-5, bilateral diskectomy for decompression at l3-4 and l4-5 with redo on the left at l4-5, posterior lumbar interbody fusion (plif) at l3-4 and l4-5, harvest of local bone, posterolateral fusion l3-l5, segmental fixation with pedicle screws and rods l3-l5. Per operative report: ¿..epstein curettes, pituitary rongeurs, and tooth curettes were used to perform a complete bilateral diskectomy. Two 12 x 20 mm peek interbody cages were placed packed with allograft bone croutons and patient¿s own blood products in l4-5 disk space and countersunk appropriately. Two 13 x 20 mm peek interbody cages were placed packed with allograft bone croutons and patient¿s own blood products in l4-5 disk space and countersunk appropriately. Each pedicle was tapped using a 5.5 mm tap and 6.5 x 45 mm pedicle screws were placed in the pedicles of l3, l4, and l5 bilaterally. Excellent purchase was obtained with all screws and all screws were placed under lateral fluoroscopic guidance. Two precut, prebent rods were seated in the variable-angle screw heads. Top loading nuts were applied and each level was tightened under gentle compression. The top loading nuts were sheared according to manufacturer specification. Laminectomy products, which had been freed from soft tissue and morselized, were rolled in bone morphogenic protein impregnated sponges and placed in the inter-transverse region bilaterally. Remaining laminectomy products were also placed in the inter-transverse region bilaterally. A single transverse connector was applied and tightened according to manufacture specifications. The patient was return to the supine position, extubated and taken to post anesthesia recovery in stable condition. On (B)(6) 2008: patient underwent an unknown procedure.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l3-4, l4-5 using rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents him from performing many basic activities.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).